Event description:
It was reported that a broken drill bit was left in the patient.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported while engaging\disengaging the device intra-operatively there was a malfunction of a smith & nephew product, which also caused a delay of surgery time.